Event description:
On 29 oct 2007, the sales representative reported that the bone awl ii was found with the tip broken. The event was noticed while inspecting the kit. There was no report of patient contact or injury.

Manufacturer narrative:
Evaluation is pending.